Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call, the customer was attempting to program the insulin pump and it kept alarming motor error during rewind and bolus. The customer's blood glucose wasn't provided. The device hadn't been dropped or bumped. No other alarms were noted. The customer was advised the device needed to be replaced. The device is currently not returning for analysis.